Event description:
It was reported that during a da vinci thyroidectomy procedure, the customer noted that the prograsp forceps instrument steel wire was broken and jutted out slightly. It was also reported that the instrument's wire was derailed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was frayed at the distal idler. No other damage was found on clevis. Failure analysis investigation observed that the grip cable was frayed at the distal idler pulley which was on the same side as the grip cable derailment. The frayed strands stick out at the wrist. Additional observation not reported by the site was scratches on the surface of the distal pulley. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube and/or frayed cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.